Manufacturer narrative:
Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon described a series of events that took plate 20-25 years ago when a patient had broken 2 separate dcs plate constructs. Ultimately it was revised with a smith and nephew construct and was successfully treated. No other information such as patient or exact product information was provided or in available. This report is for an unk - construct: dhs/dcs. This is report 2 of 2 for (B)(4).